Event description:
A surgeon reported that a leak occurred from the drain bag during testing. The procedure was completed after replacing the pack with another one. No patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).